Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 102 mg/dl. The customer stated once new battery was installed, none of the buttons are responding. The customer stated he was just doing a normal battery set change. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces, and a cracked reservoir tube lip.